Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent initial implant, on (B)(6) 2014 with a 3.5 mm locking compression plate (lcp) superior anterior clavicle plate, six (6) 3.5 locking screws and one (1) cortical screw, due to a history of a (B)(4) year old non-union of the left clavicle that was previously treated. It is unknown what the original treatment was 10 years ago. Approximately one month ago, patient was gardening and she felt the plate break. Patient returned to the operating room on (B)(6) 2015 for hardware removal and new implants. Broken plate was removed and all screws were intact. Procedure completed successfully with no surgical delay. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp superior clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. A product investigation was completed: the returned plate was broken into two pieces at the fifth hole proximal to the k-wire hole. Seven (7) screws were also returned with no damage or complaint alleged against them. The damage to the plate was most likely caused by excessive strain by the patient while gardening (per the complaint condition), rather than the design of the plate. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in technique guides. The damage to the plate was most likely caused by excessive strain by the patient while gardening (per the complaint condition), rather than the design of the plate. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.